Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04-jan-2018 with the following findings: a review of the black box showed motor rewind errors. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with no alarms. The pump was opened to find moisture on the printed circuit board.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.